Event description:
The pt was admitted for a procedure in 2009 with a type 3, highly cervical lesion. The pt was a post endarctorectomy pt. An angioguard was chosen for the procedure, however, it failed to cross the lesion. Therefore, a non-cordis filter was used and deployed. Then a precise (biliary) stent was implanted in the mid right internal carotid artery. A biliary stent was chosen as it was the length that they needed. Then, a precise stent was implanted in the bifurcation of the right common carotid artery. It was then decided to place a third stent in between the two implanted stents. This was to support the vessel, which was fragile from the previous endarctorectomy procedure. The target lesions were covered successfully and no vessel dissection was noted. After the stents were implanted it was noted that the pt was experiencing left hand weakness and slurring. An MRI was positive for stroke and the pt was diagnosed with a right middle cerebral artery stroke. Thrombectomy was done, with an export catheter, however, there was no debris in the catheter. It was noted that there was no thrombus in any of the stents. The pt was discharged five days later on aspirin and plavix.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2009-00370 and 9616099-2009-00372. Additional info will be submitted upon 30 days of receipt.